Event description:
The wife of the patient stated that the patient has been experiencing elevated blood glucose. She stated that the patient has been in the hospital due to a non-diabetes related illness and he has been "confused." She stated he has not been utilizing his infusion device correctly. She stated he switched to this infusion device and forgot to set the basal rates and he has not been bolusing properly. She stated his blood glucose has been as high as 523 mg/dl. His normal blood glucose range is 120-160 mg/dl. The patient's wife was educated on how to read the infusion device history and how to bolus. She stated they were able to set the basal rates prior to the report. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.